Event description:
It was reported calibration and battery change needed. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received on 05-oct-2022 via email and attached in complaint object: there was no patient involvement when the issue occurred. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no impact or corrosion damage present. Functional testing found the service due message is not displayed. However, the clock battery days are 1352, which is close to the 1460 day cutoff. No fault found - maintenance recommended. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).